Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Reportedly, the timed basal rate settings needed adjustment. To treat the low bg level, the customer consumed a candy bar. At the time of the reported event, bg level was 70 mg/dl.